Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The embolization coil was detached from its pusher assembly and the proximal constraint sphere was intact on the proximal end of the coil. The embolization coil was undamaged. The pull wire was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned pod6 confirmed that the embolization coil was detached from its pusher assembly and the pull wire remained inside the ddt. If the pod6 is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the proximal constraint sphere to release from the ddt. This will result in the embolization coil detaching from its pusher assembly. Evaluation of the returned pod pc revealed that the ddt was fractured off the distal tip of the pusher assembly. If the pod pc is forcefully retracted against resistance, damage such as this may occur. This damage likely resulted in the embolization coil detaching from its pusher assembly. Evaluation of the returned lantern revealed ovalization along the distal shaft. If the device is forcefully gripped or pinched during use, damage such as ovalization may occur. During functional testing, a demonstration coil was able to be advance through the returned lantern with resistance due to the ovalization. This ovalization may have contributed to the reported resistance and unintentional detachment during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-02283 2.3005168196-2020-00277.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02283.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod6s, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). During the procedure, while advancing and retracting a pod6 several times for repositioning, the physician encountered resistance, and subsequently, the pod6 unintentionally detached when advanced approximately ten centimeters into the target vessel. Therefore, the lantern and pod6 were removed from the patient together, and the pod6 was removed from the lantern. The lantern was then re-advanced into the target vessel and was used to implant two pod6s and a pod pc. The physician then attempted to implant another pod pc. However, while advancing and retracting the pod pc several times for repositioning, the physician encountered resistance and subsequently, the pod pc unintentionally detached when advanced approximately five centimeters from the tip of the lantern. Therefore, the lantern and pod pc were removed together from the patient and the pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.